Event description:
It was reported the device had telemetry issues, and the pt could not turn the stimulation on. The device was over-discharged for the 2nd or 3rd time. The health care professional later stated the pt had increased pain, and the pt was referred for re-implantation of the device. About 2 months later, the pt had coupling and/or communication issues. The pt had allowed the device to deplete 3 times and there were "several" over-discharges. The device was replaced. After replacement, the pt was not sure how to turn the new battery on. The pt had been educated on how to use the device both before and after the replacement procedure. The pt met with a medtronic rep and afterwards felt "great."

Manufacturer narrative:
(B)(4). The stimulator has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.